Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had thermal damage to the pulley cover. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the maryland bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer noticed the thermal damage after the procedure. It is unknown if arcing was observed during the procedure. There was no injury to the patient. The instrument was inspected prior to use and there was nothing out of the ordinary. The surgeon did not know what caused the thermal damage to the instrument. The reporter does not know if the instrument collided with an energy instrument during the procedure. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographic information was requested but was not provided. Isi did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.